Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced, calibrated, centered, and the dose measurement was checked, and the collimator was aligned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's tube was producing a noise. No pt injury was reported.